Event description:
As reported by the user facility information in sweden: "underinfusion". According to the customer: reason of complaint: suspected underfusion. "It gives the wrong speed". The pump was set at 80 ml/h and then should have given about 600 ml. We measured the remaining amount of glucose. According to the pump, the remaining vssi would be 294.7 ml. According to our measurement, there was 800 ml of glucose left in the bottle.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space, 2.2 article number: 8713050, 2.3 serial number/batch: (B)(4), 2.4 software version: n030004, 2.5 hours of operation: 10174, 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. The described infusion was investigated. The infusion started with a rate of 80ml/h. During the infusion, the pressure alarm occurred, two times. No other abnormalities were found in the device history. The reason for the pressure alarm could be clarified. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1,03%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.